Event description:
Arjohuntleigh received a customer complaint where it was indicated that during the resident's transfer from the toilet to the bed using marisa passive lift, the leg clip detached from the hanger bar of the lift and the resident fell striking her head on the lift leg. In accordance to information provided the resident received scalp laceration, subarachnoid hemorrhage to the head as a consequence of the event and was then sent to emergency room for CT scan, xray and wound closure. MFR ref# 9611530-2014-00057.